Event description:
Event description guidant received information that this transvenous implantable lead was explanted one day post implant due to a suspected perforation. A new lead was successfully implanted.